Manufacturer narrative:
(B)(4). The complaint device has not been received by the manufacturer so a device evaluation has not been performed yet. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that resistance was felt during the insertion of the catheter to the stenotic lesion at sfa ostium. The guidewire approached from rfa and crossed the lesion. The ivus catheter was proceeded over the guidewire when it got stuck and was unable to cross the lesion. The ivus catheter was removed together with the guidewire. The new catheter (product type unknown) was inserted and the imaging was completed. There was no report of patient injury.